Manufacturer narrative:
Unit passed displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test and excessive no delivery test. Battery cap stripped coin slot noted. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked display window.

Event description:
Customer reported via phone call of not being able to remove battery cap and battery had died. Customer went to the emergency room on (B)(6) 2016 in order to obtain syringes as backup plan. Customer's blood glucose was unknown. Customer was not wearing insulin pump for one and a half days. Customer also reported of being admitted into the hospital on (B)(6) 2016 due to low blood glucose. Customer would be called back in order to complete troubleshooting.